Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information requested and the results will be submitted as they become available.

Event description:
In this event it is reported that waveone gold ster 25mm file broke during use. Broken part was not retrieved. No injury occurred.

Manufacturer narrative:
No product and no lot# available. No product returned after 3 documented attempts. No investigation or DHR review can be done.